Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient's right atrial (ra) lead was noted to have device sensing issues and no capture thresholds due to dislodgement. The ra lead was capped and replaced on (B)(6) 2024. The patient was in a stable condition.